Event description:
It was reported that this patient presented to the emergency room (ER) for an intrinsic heart rate of 30 beats per minute (bpm). Upon interrogation, it was found that there was loss of capture on this right ventricular (rv) lead. Technical services (ts) discussed troubleshooting. Magnet function was unsuccessful, so lead output was increased to 7.5v with capture. Subsequently, this lead was explanted and replaced with a new lead. Prior to procedure, threshold testing and a chest x-ray were completed. A micro-dislodgement of this lead was found. It was also noted that the r-waves, pacing impedance measurements, and thresholds had decreased. No additional adverse patient effects were reported. As of today this product has not been received by boston scientific for additional analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room (ER) for an intrinsic heart rate of 30 beats per minute (bpm). Upon interrogation, it was found that there was loss of capture on this right ventricular (rv) lead. Technical services (ts) discussed troubleshooting. Magnet function was unsuccessful, so lead output was increased to 7.5v with capture. Subsequently, this lead was explanted and replaced with a new lead. Prior to procedure, threshold testing and a chest x-ray were completed. A micro-dislodgement of this lead was found. It was also noted that the r-waves, pacing impedance measurements, and thresholds had decreased. No additional adverse patient effects were reported. As of today this product has not been received by boston scientific for additional analysis.